Event description:
A (B) (6) customer tested her blood glucose using her contour link meter and received a reading of 1.2 mmol/l. She retested using another meter and received a reading of 7.2 mmol/l. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer only had 2 test strips left, so no product will be returned for evaluation. A replacement meter was sent to the customer.